Event description:
Reporter indicated that during revision surgery, there was significant difficulties removing the lead pin from the generator. There was enough difficulty, that the lead wire was pulled away from the connector pin. The products have been returned for analysis, but analysis has not yet been completed.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.